Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing after using a duodenovideoscope, damage to the distal cover was confirmed. Since the possibility of damage occurring inside the body during the unspecified surgery could not be ruled out, an endoscopic examination of the upper gastrointestinal tract was performed again to confirm that no rubber fragments were present. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported defect (breakage of tip cover) was confirmed. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a trace on the rubber surface was detected, which indicated the device being scratched by something sharp. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "chapter 5: operation (section 5.2) - 'attaching the distal cover to the endos' ¿ inspection". Olympus will continue to monitor field performance for this device.